Event description:
It was reported that the right atrial lead was oversensing far-field r waves and had inappropriately caused a device mode switch because the atrial refractory events were falling on the ventricular sensed events. Programming changes were discussed, but follow-up with the clinic noted no reprogramming had been done. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product : addr01 implantable pulse generator (ipg) (B)(6) 2008.